Manufacturer narrative:
Based on information provided, this report is being filed due to possible use error. It was reported that there was no way to verify that v.a.c. Foam dressings counts were completed at the time of each routine dressing change during the course of v.a.c. Therapy treatment. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Device labeling, available in print states: dressing changes wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam or non-adherent material underneath the v.a.c. Granufoam dressing to help minimize the potential for bleeding at dressing removal in these patients. Device identifier not provided.

Event description:
On nov 23 2016, the following information was reported by the kci representative: the physician alleged that there was retained foam found in the patient's wound on (B)(6) 2016. On nov 29 2016, the following information was reported by the kci representative: the foam was discarded and not available for return as the event happened in (B)(6) 2016. On dec 1 2016, the following information was reported by the kci representative: the physician stated that on (B)(6) 2016 the patient required a hospitalization and underwent a surgical procedure to close the wound using a flap closure technique. During the procedure two pieces of retained foam sponge were found under a flap in the patient's wound. The foam was excised from the wound and the flap procedure to close the wound was completed. There were two pieces of intact foam, alleged to be v.a.c. Granufoam found. The physician indicated the event may have been caused due to use error as he could not confirm if all the foam pieces were counted at the time of each routine dressing change during the course of v.a.c. Therapy treatment. A bridge dressing technique was used for dressing changes. After the procedure, the patient was given antibiotics to prevent worsening of the situation. The condition of the patient improved and the wound has completely healed. On dec 20 2016, the following additional information was identified by kci after completing a review of the patient's operation report dated (B)(6) 2016 received from the physician's office: the physician reported that the pressure sore was excised and it became evident during the excision that there were two residual sponge pieces that were left in the wound and partially incorporated into the tissue. The physician indicated they are of the opinion that this is why the wound infection never resolved. The hospital did not provide the v.a.c. Granufoam dressing lot number and confirmed that the dressing had been discarded. Therefore, a device history review could not be performed.